Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a cartridge leaked. Reportedly, the customer was instructed to change the cartridge to resolve the issue. Customer's blood glucose level was 265mg/dl.